Event description:
It was reported that the right ventricular (rv) lead exhibited rising thresholds and impedances and possible mineralization. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: w1dr01ipg, implanted: (B)(6) 2020 . If information is provided in the future, a supplemental report will be issued.